Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose reading on the ilet system after eating a snack with orange juice without announcing the carbohydrates, followed by an announced dinner, resulting in a transient rise to 190 mg/dl that began to decrease while on the call with no pump malfunction observed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and identified a usage problem related to meal announcing, characterized as an improper or incorrect procedure or method, with the user interface noted as the involved component. The user received education about when and how to announce snacks and meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.